Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high and the insulin pump alarmed multiple pump errors. The customer reported that they are sick and blood glucose is over 500mg/dl. The customer gave a bolus and received multiple pump errors. Customer is able to complete pump rewind. Error table does not indicate the pump should be replaced. The insulin pump passed self-test. The customer decline to troubleshoot for high blood glucose and are going to give a manual injections and call if they have more issues. The insulin pump will not be returned for analysis.